Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Lilly report (B)(4) attached to this file consumer reported to lilly - on an unknown date and time to onset while on teriparatide therapy, the patient did not know which needle size to use, she had trouble with the needles for the teriparatide pen. The patient had never seen a needle like the one she currently had. The patient had a little extra medicine left once she took the needle off. The patient reported that there was a gadget that was attached to the side of the needle to help remove it. The patient had never seen this before and the pharmacist had never seen this before. The patient sometimes cannot twist the needle on right. The patient reported that there was nothing wrong with the pen device and only the needle was the problem. Sometimes the needle looks lopsided and she had to make sure she screws it on correctly. Patient had the nano needle used in the past and it did not hurt. The current needle she used did hurt. It sometime had a little drip in the needle and she bleeds after the injection. The patient had stretch marks on her thigh. Patient also stated that she will have a missed months of teriparatide since she cannot get in touch with the doctor about her needles lot # unknown catalog# unknown - mentioned nano pen needles with no issues when used. Date of event unknown sample status discard lot # unknown date of lilly report 19-dec-2025 date of lilly receipt of issue 05-dec 2025. This case is cross linked to the following cases (same patient): (B)(4).